Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheostomy cuff was leaking as soon as it was inserted into the patient. Per reporter, there were 4 separate registered incidences. No patient harm/adverse event was reported.